Manufacturer narrative:
D9. Date returned to mfg: na. Information entered in error. The product is not available for return. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: date returned to mfg.: 2/10/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was alarming¿ was verified by functional testing. The cause was error code 41622. This error is related to the timing of the motor. Debris was found stuck in between flat and hub gear. Removed the debris from the flat and hub gear to correct the issue. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a call had been made for an error alarm. The reporter had stated that the error had returned four times, and they had continued to reset and restart the pump. It had been explained that the pump had a malfunction and would not run. The event occurred while in use with a patient. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.